Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection external and internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/inspections were performed, and the complaint could not be reproduced. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 8mm cadiere forceps instrument's clamp froze on tissue. The procedure was completed with no reported injury.